Event description:
Caller reported a malfunction alarm, specifically alarm 01. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. The customer was able to load a new cartridge and successfully resume insulin administration on the date of the event. Caller indicated that she would follow up if the issue persists.